Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Occlusion, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, 556 days post index procedure a 2.75x8 mm promus stent (unknown if rx or otw) was placed in the proximal left anterior descending artery. Post deployment, a pinching/narrowing of the ostial circumflex was observed which required treatment with a dilatation balloon. No additional information was provided.